Event description:
It was reported that an icm-implantable cardiac monitor experienced an electrical reset, atrial tachycardia, and atrial fibrillation. The device's recording threshold setting automatically changed from 'all episodes' to 'episodes > 10min' following the reset acknowledgment. The issue was communicated to the follow-up clinic via the anz focuson platform, and no further action was taken by the clinic. The patient remains enrolled in carelink for ongoing remote monitoring, with no further intervention required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.